Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of bacterial peritonitis with cultures positive for (B)(6) in a patient (born in (B)(6)) coincident with dianeal pd2 ambuflex therapy for automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced bacterial peritonitis. The cause of the bacterial peritonitis was unknown. It was not reported if the patient received remedial treatment for the bacterial peritonitis with cultures positive for (B)(6). On an unreported date in 2011, the patient recovered. It was not reported if dianeal pd2 ambuflex therapy was ongoing. Concomitant medications were not reported. The nurse felt the event of bacterial peritonitis with cultures positive for (B)(6) was not related to dianeal pd2 ambuflex therapy.